Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine (2.7 mg/ml at 0.25 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was a twiddler and flipped their pump regularly so a pocket revision was performed. The catheter was coiled so the healthcare provider (hcp)  uncoiled it and aspirated successfully. The pump was retacked using all four suture sites. It was unknown if any diagnostics/troubleshooting were performed. The issue was resolved. The patient's weight and medical history were asked but will not be made available. The patient was without injury at the time of the report.